Manufacturer narrative:
D4: UDI number is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during use blood was leaking from the middle of the circuit. No adverse patient effects were reported by the customer.